Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump battery was depleting quickly and that the pump's alarm volume was too low. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction code 12 and speaker volume issues were verified. Additionally, the alleged battery not holding charge issue could not be verified.